Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to a dislodgement confirmed during x-ray examination. The physician decided to explant and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to a dislodgement confirmed during x-ray examination. The physician decided to explant and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.